Event description:
The customer reported that a scope was being used in conjunction with the tube and a "plastic shaving" was visually discovered in the device. Replacement of the tube was performed. The tube was replaced without incident. Multiple attempts have been made to collect further info related to this report.

Manufacturer narrative:
The customer reported that the tube has been discarded, however, the reported pieces of "plastic shavings" are being returned for analysis which is currently in transit to the mfg site for analysis. If significant info is obtained from the investigation, a supplemental report will be submitted.